Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿note: "channel error - message said it required maintenance. Error code 240.4150 bottle side pressure sensor. Sent to ce support for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: "a visual inspection showed that the left iui connector had some corrosion on it, so I replaced it with a new one. I noticed that the downstream pressure sensor was an older style one, so I replaced both the upstream and the downstream pressure sensors with new ones. I recalibrated the unit and ran it through its pm tests with no further issues showing up." Reported problem cause description: "mechanical - electrical". There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿